Manufacturer narrative:
This supplemental report is being submitted to provide patient information, update the outcomes attributed to adverse event, update the event description, corrected the initial reporter information, update the report source, update date received by manufacturer.

Event description:
Additional information was received and it was reported that at the start of idiopathic ventricular tachycardia (vt) procedure, the patient was anticoagulated with heparin and the activated clotting time (act) was maintained at 313 secs. While the physician was ablating the basal mitral annular area, the patient complained of tight breathing. The patient's blood pressure was up, so the intracardiac echocardiography (ice) image was reviewed. There was a small effusion observed on the ice and it was noted that there was oozing due to the burning on the basal mitral area. The patient was given hydrazaline and the anticoagulant effects of heparin was reversed. The physician placed a percutaneous pericardial drainage catheter and performed pericardiocentesis of which 500cc's of fluid was removed. The patient's blood pressure was down following the pericardiocentesis. The patient stayed overnight at the hospital for epicardial ablation scheduled the next day. The patient was fully recovered and was discharged to home with no clinical sequelae. It is the opinion of the physician/customer that the reported event was procedure-related. No additional information was provided.

Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was returned for evaluation. The investigation did not visually show physical damage. Acoustic test was performed and the device passed. Investigation concluded that the device is fully functional.

Event description:
It was reported that during an unknown procedure, the patient experienced cardiac tamponade. The physician performed a pericardiocentesis. No additional information was provided.